Event description:
Pt had surgery in 1998 to implant a 13 x 24mm bak/proximity cage. Another cage and bone graft was implanted at l4-l5. While attempting to move the bak/proximity cage, it was displaced anteriorly into the retroperitoneal cavity.